Manufacturer narrative:
(B)(4). Batch # m5666r. Additional information was requested and the following was obtained: did any piece of the broken firing trigger fall into the patient? No. If yes, how was in retrieved? Is the broken firing trigger returning with the device? I¿m not sure because I was not present at procedure. Customer wrapped device in biohazard bag and cannot determine. Or, was it discarded? When the firing trigger broke off, did the device deliver any staples? Device was locked out. If yes, were the staples formed properly? If yes, was the staple line complete? When the firing trigger broke off, did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic nephrectomy procedure, when firing the device, the surgeon broke the firing trigger off the device. The case was completed using another device of the same product code. There were no patient consequences reported.